Manufacturer narrative:
MDR filing outside of 30 days due to delays in obtaining webtrader account . Not returned.

Event description:
A vsp reconstruction fibula cutting guide was designed for a three segment reconstruction of the mandible instead of a four segment reconstruction as required by the surgical plan. Investigation into the digital design of the vspr fibula cutting guide shows the part was designed incorrectly with six saw slots for a total of three fibula segments. The surgical plan discussed during the virtual surgical planning session involved a four fibula segment reconstruction. After the virtual surgical planning session, vspr planning personnel exported the .stl files for the four fibula segments into the "sgc exported stls" (sgc is an acronym for surgicase, the program used for planning of vspr cases) folder and used the proper file naming convention. For the design of parts, vsp design personnel brought all four fibula segment .stls into 3d systems freeform software. During the design of fibula cutting guides, at various times fibula segments may be temporarily "hidden" for purposes of a cleaner workspace while focusing on a specific aspect of the guide. The left most fibula segment was hidden, and never unhidden, thus the fibula cutting guide was designed for three fibula segments instead of four. The vspr case report correctly showed the four segment reconstruction on the cover page and the page displaying the postoperative anatomy, as these images are created by planning personnel after the vspr planning session. However, the fibula cutting guide page of the case report showed the incorrectly designed fibula cutting guide. The fibula cutting guide's design error was not caught during final inspection by vspr final inspection personnel, nor was it caught during separate digital checks of the vspr case report by both vspr planning personnel and quality personnel. The case report was approved by one of the surgeons on the case, and the fibula cutting guide was used to make cuts on the patient's proximal fibula. The error caused a delay in surgery, but the surgeon indicated he believes the patient will have no problems clinically as a result of the fibula cutting guide's design error.